Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that replacement surgery was scheduled and performed successfully. Surgeon opted not to replace leads. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that they plan to have ins replaced on (B)(6) 2018 so he can get a full body eligible device. Patient initially stated the ins is being replaced because it's too big, but later stated he doesn't really know that for sure. Patient stated that it's because he needs to have an MRI of his lower back pain. Scs device is helping but confirmed he still has pain since he's had the device which is why they are looking to do an MRI. Patient is needing injections. Patient has had 5 back surgeries but they won't do anything until patient can get an MRI. Patient wanted to know if a manufacturer representative will be at the surgery since right now he doesn't even know if there will be a battery at the surgery. No further complications were reported/anticipated.